Manufacturer narrative:
It is indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant info from that review, a supplemental medwatch info from that review, a supplemental medwatch will be filed.

Event description:
Same case as #2939204-2009-00415. It was reported that during a coronary drug eluting stenting treatment procedure, a stent explant occurred. The 99% stenosed lesion was located in a calcified and moderately tortuous proximal left anterior descending artery. The vessel diameter was about 3.5mm. A 3.0x28mm taxus liberte stent was implanted in the target lesion. The physician performed ivus with the atlantis sr pro2, however, the imaging catheter became stuck inside the taxus liberte' stent, when the physician removed the imaging catheter, the stent was removed as well. The procedure was completed with another 3.0x28mm taxus liberte' stent and the stent was post dilated. No pt injuries occurred. Pt status is satisfactory. The physician stated that the vessel diameter was about 3.5mm and the stent diameter was 3.0mm, therefore, the stent may have been undersized. He also commented that the guide wire lost its position after the stent was implanted. When the guide wire was repositioned, it went into a stent strut and then the imaging catheter got stuck inside the stent.